Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer's received information alleging visualization of particles. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.